Event description:
Same case as: 2134265-2008-01409. It was reported that during a coronary drug eluting stenting treatment procedure, partial stent deployment occurred. The 99% stenosed lesion being treated was located in the calcified, moderately tortuous mid left anterior descending (lad) artery. The lesion was predilated with an 3.0x30mm apex balloon. The physician deployed a 3.00x32mm taxus express2 drug eluting stent, however, the midportion of the stent did not "full - expand." The physician tried to post dilate the stent with 3.0x15mm quantum maverick balloon, but the balloon ruptured at 20atms on the 1st inflation. The balloon was removed intact. The post dilatation was completed with a 3.0x12mm quantum maverick balloon. The physician believes the event was caused by the calcification. No pt complications were reported. Pt status reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).